Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6: type of investigation: 4110, lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
Ch a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned and exchanged for a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial dry and with residue/debris on product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).